Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy peritoneal dialysis (pd). The nurse stated that on (B)(6) 2012, the patient developed peritonitis and was hospitalized on the same date. The cause of the peritonitis was due to diarrhea. 28%. The patient received amikacin (250mg, ip, twice a day, first and third bag). The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.